Event description:
Ram cannula nasal prongs are noticeably shorter in both length and width. Size: blue newborn brand: neotech ram cannula. Rn was changing out cannula when we noticed that the prongs were much shorter than the cannula we were replacing it with. The plastic between the bridge of the cannula was also flimsy compared to the new cannula. The prongs were noticeably shorter. We showed doctor the cannula during morning rounds. Nicu manager, was also notified, who called risk management. I contacted neotech. He stated he has never heard of the cannulas shrinking and that they should be changed out every 14 days. They said they would send me an email to fill out which I will forward to risk management once I receive the pictures of the difference between the two cannulas were also taken.